Event description:
The cook tulip filter did not deploy. The filter was removed and replaced with a different filter (denali filter).====================== manufacturer response for inferior vena cava filter, tulip vena cava filter (per site reporter)======================they sent us a letter indicating they will investigate to determine possible causes and, if required, appropriate action will be taken. They will also continue to monitor this product for any similar reports.